Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, description: patient interface nim4cpb1 nim 4.0, serial no: (B)(6) h6: img g02005 code was applicable for patient interface (nim4cpb1). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during hemithyroidectomy procedure, the nim was making lots of noise and channel 1 was making lots of noise with a popping corn sound and performed an electrode check on the console. The impedances on channel when were changing. A few minutes later, channel 1 was reading "lead off detected" for a few seconds, then this warning disappeared and muted the channel briefly when it was making lots of noise and the console was less noisy after switching the electrode channels on pi box. There was no patient injury.

Manufacturer narrative:
H6: code updated, previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.